Event description:
The physician reported that the pt expired; the cause of death was not reported. It was stated that the cause of death was unrelated to the implanted system. The medication being delivered via the device system was morphine sulfate.